Event description:
During diagnostic hysteroscopy, dilation and curettage, and endometrial ablation, the novasure endometrial ablation device failed during the cavity integrity assessment (cas). The device was removed, remeasured, and tried again but the cas failed once again. During a third time, the cervix of the patient was grasped with a single tooth tenaculum and wrapped in vaseline gauze, but the novasure device also failed during this attempt. Following the third attempt, a new novasure device was opened and used on the original intended procedure(s) without any further issue. The defective device and its packaging were retained by the hospital.